Event description:
Event description guidant received information that this ventricular lead displayed decreased r wave measurements and increased pacing threshold measurements about one month post implant. The increased pacing thresholds resulted in loss of capture. Impedance measurements were stable and unchanged.

Manufacturer narrative:
This ventricular implantable lead was found to have dislodged. It was successfully repositioned and remains in service. No additional information is available at this time. This event will be reopened if additional information is received. Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment was returned. A thorough evaluation of the segment was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies aside from the induced damage from cutting the lead at explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Event description: guidant received information that this ventricular lead displayed decreased r wave measurements and increased pacing threshold measurements about one month post implant. The increased pacing thresholds resulted in loss of capture. Impedance measurements were stable and unchanged. Boston scientific (formerly guidant) received information that this lead was partially explanted 7 years after the event after the patient had expired. No allegations were made against any boston scientific device in relation to the patient death.